Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced due to a sizing issue with the cylinders. The device did not completely fill the space so it was difficult to use. The surgeon decided that the new component was a better fit for the patient. The patient did not experience any adverse events.